Event description:
Complainant alleged that during a routine test by a clinician the device displayed an error message code "status 81" on the monitor screen. Error code "status 81" indicates cpu a/d reading of pace amplitude pot is in error. The complainant indicated that there was no pt involvement in the reported failure.